Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sw kit 9735737 stealth s8 cranial. No parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that after registering the patient they were unable to track the passive planar. They set up the sterile field and reverified their passive planar when the 2d images disappeared. The probe showed as being above the 3d model; and the passive planar was seen within the tracking window, but the software was not navigating the planar probe. Site ensured patient reference was in same orientation as before setting sterile field and sitting flush. They rebooted with no change. Made sure instrument was verified. Made sure 2d exams were visible in 2d tab. The site reregistered. Site completed registration, set up sterile field, reverified probe and was able to track. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. B01 and c19 are applicable. Previously reported code d15 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.